Event description:
It was reported that a spectrum pump's 0, 1, and 2 keys were not working. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the inoperable keypad with an intermittent keypad response, which was experienced during eval. Eval found the row 3 keys (#0, #1, #2, and #3) to work intermittently. This was caused by a failed keypad. The keypad was satisfied through the replacement of the front case. Baxter has initiated a CAPA to further investigate this issue.